Manufacturer narrative:
The product was returned for investigation. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited peeling of the adhesive on the objective lens. There was no patient involvement.